Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
I t was reported the customer experienced blood glucose of 52 mg/dl which was addressed with the customer drinking fruit juice and eating glucose tablets. Cause for bg was due to exercise, in addition, the customer was also experiencing inaccurate cgm values. Reportedly, the cgm bg reading was 52 mg/dl, and the meter bg reading was 198 mg/dl. A replacement sensor was sent to the customer.